Event description:
It was reported that during implant of a left ventricular lead, a dissection of the coronary sinus occurred. The physician believed it to be caused by the catheter, not the lead. No resolution nor patient symptoms were reported. The lead was not implanted and the prior lead remained in use.

Manufacturer narrative:
Correct model number is sl115.